Event description:
On february 13, 2007, it was reported to bsc that during an endoscopic naso-biliary drainage (enbd) "after inserting the guidewire into the lesion....some foreign material like tungsten (was seen) inside (the) papilla". The "tip material of the guidewire was missing" upon removal of the guidewire from the body. No retrieval of the tip material was necessary. "The physician is waiting for elimination naturally." The procedure was successfully completed with this device. There was no reported complication or ill effect sustained by the patient.

Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed, therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint data base for similar complaints related to the product family was conducted; no additional complaints have been recorded for the pertinent lot. There is no unfavorable trend observed in the number of complaints for this product family, for all complaint failure modes, on a 15-month complaint trend report.